Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room as a result of high blood glucose level. Customer¿s blood glucose level was 363 mg/dl, at the time of incidence. Customer was using auto mode feature at the time of high blood glucose incidence. Customer was alleging that the insulin pump was under delivering. Customer declined to test the insulin pump. The insulin pump will not be returned for analysis.